Manufacturer narrative:
It was reported that the patient underwent skin revision surgery and subsequent magnet replacement on (B)(6) 2021. This report is submitted on 19 may 2021.

Manufacturer narrative:
This report is submitted on march 2, 2021.

Event description:
Per the clinic, the patient experienced discomfort and an exposed internal magnet at the magnet implant site. Surgical management of the skin flap is planned but has not yet occurred as of the date of this report.